Event description:
Caller reported that the tandem mobi pump battery was not charging. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to customer¿s blood glucose level.